Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer had multiple issues with the smartsite broke off of the vial shield adaptor. Although requested no further event details were provided by the customer.

Event description:
It was reported that the customer had multiple issues with the smartsite breaking off of the vial shield adaptor. An attached (pdf) document from the customer indicates the patient did not incur any injury as a result of this event. Although requested, there has been no further event information made available to date.

Manufacturer narrative:
Additional information added to: b.7. Correction; h.6. (Patient code). The customer report that the smartsite broke off the vialshield was confirmed based on the customer provided photo which shows the breakage with the smartsite cap and piston components being separated from the smartsite body. No products were received for evaluation. No investigation was able to be performed as no products were received. The customer provided related photo shows (within a chemo plastic bag) a used broken vialshield (model and lot unknown) with the breakage observed as the smartsite cap and piston components being separated from the smartsite body. An empty vial was attached to the vialshield. The root cause was not identified as no products were received.